Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4) - the patient underwent mesh implantation to treat stress urinary incontinence and pelvic organ prolapse. Concurrent procedures included burch urethropexy, supracervical hysterectomy, sacorcervicolpopexy, and cystoscopy